Event description:
The remb micro drill was sent for evaluation due to running on its own after use during testing. There was no patient involvement and no adverse consequences associated with the event.

Manufacturer narrative:
The reported event, handpiece run-on, was not duplicated; it was confirmed that the device had a corrosion by the service technician through functional evaluation, disassembly and visual inspection. Upon disassembly, the motor was found corroded. The presence of a motor corrosion is likely to cause or contribute to run-on.